Manufacturer narrative:
Though there was no report of injury, this incident would be considered a malfunction which, if it were to recur, could possibly result in permanent impairment of a body structure or permanent impairment of a body function or result in an injury requiring medical intervention to preclude such, particularly in individuals with pacemakers. Furthermore, there have been previous reports received pertaining to the same alleged malfunction of similar devices. Therefore, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
It was reported that a doctor experienced an electrical shocking sensation while using an aseptico endo itr motor. There is no indication that injury resulted.